Event description:
The customer contact reported that during testing at the user facility, the device alarmed with a s233 (over temperature-psc) malfunction alarm code. The customer contact reported during testing an abnormal fan noise was noted and the device did not pass battery reconditioning due to a s233 malfunction alarm code. There were no reports of any adverse patient events or no delays in critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
Testing and investigation found that the device did not alarm with a s233 (overtemperature-psc) malfunction alarm code; however, multiple s233 malfunction alarm codes were noted in the device history. Further testing found that the device fan was spinning, but it produced a grinding sound. The fan was not rotating fast enough during the battery charging to cool the device. The probable cause of the s233 malfunction alarm was a broken device cooling fan. This report represents all the information known by the reporter upon query by hospira personnel.